Event description:
Boston scientific received information that this patient was in the clinic for a normal follow up appointment and their device could not be interrogated. Boston scientific technical services (ts) was contacted and suggested trying the programmer in another room. The caller was not in the same room as the patient during the time of the call. They will attempt to interrogate the device again and call back if needed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.